Event description:
It was reported that the burr was entrapped with the guidewire. A 1.25mm rotapro and rotawire were selected for use. During rotation testing inside the patient, the rotapro burr became stuck on the rotawire. The rotapro burr and rotawire were removed as one unit outside the patient and the procedure was completed with another of the same device. No complications were reported.